Manufacturer narrative:
Update to d4. After further investigation, it has been determined that the catalog number of the product is dynd11532h. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6), the patient was having a catheter inserted at the time of the balloon popping. The catheter was removed and was replaced the next day.

Manufacturer narrative:
According to the facility on (B)(6), the patient was having a catheter inserted at the time of the balloon popping. The catheter was removed and was replaced the next day. No injuries are identified at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.